Event description:
Angiographic catheter partially separated from the hub of the catheter allowing contrast to leak from the catheter. Occurred twice with catheters from same lot number# 1543093. All catheters with same lot number removed and MFR notified. No adverse pt outcome.